Manufacturer narrative:
The device was received and evaluated. The pod was received fully deployed. A leak was found on the soft cannula near the formed needle tip. A kink was found directly above the leak. It could not be determined when this damage occurred or if this affected insulin delivery while the pod was worn. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was received and evaluated. The pod was received fully deployed. A leak was found on the soft cannula near the formed needle tip. A kink was found directly above the leak. It could not be determined when this damage occurred or if this affected insulin delivery while the pod was worn. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 16.7 mmol/l (300.6 mg/dl) and the pod was leaking. As treatment, a new pod was applied and boluses were delivered. The pod was worn on the patient's arm for between 24 and 36 hours.